Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total mesorectal laparoscopic procedure, the device had a poor staple formation. After the tran section of the rectum, the circular stapler was used, the staple line of the linear cutter was open. Having this situation, the incision extended more than 1 inch and surgical time extended more than 30 minutes. An extra laparotomy was done to make a ¿hand purse-string¿ to create an anastomoses, as well as to complete the case. There was no harm caused to the patient. Current patient status is alive with no injury. The devices were discarded by the customer and are not expected to be returned for evaluation.